Event description:
The user facility in the united kingdom reported that during the procedure, the system lost infusion creating a super choroidal hemorrhage. Additional information has been requested.

Manufacturer narrative:
The system was evaluated by a service engineer using the surgeon's setting and the issue was not duplicated. All values where within specification and the system was operating normally. The investigation is ongoing.

Manufacturer narrative:
The reported issue could not be reproduced during evaluation; therefore, the root cause could not be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.